Event description:
(B)(4).

Manufacturer narrative:
Hill-rom's distributor investigated this event and noted the latches on the sling bar were damaged/missing. The latch on the left side was out of shape and appears to be compromised. The latch was missing on the right side of the sling bar. The customer indicated the right side latch was in place at the time of the accident. The distributor's technician replaced the latches during the investigation. No other issues with the lift were noted during the investigation. The broken latch is an indication of misuse that the sling was applied around the sling bar latch instead of the sling bar hook.